Manufacturer narrative:
Analysis received the unit with a severly scratched lcd window. However, the unit passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. There was no moisture damage found on the electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the screen on the insulin pump is foggy and hard to see. The customer's blood glucose was 184 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.